Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional testing or check the operating currents due to the buttons not responding. No moisture damage was noted on the lcd board, mother board, interface board, radio frequency board, motor, vibrator or battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm, high blood glucose and moisture damage on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin. Customer advised they had 3 button error alarms, the device was exposed to moisture via insulin and the patient advised their doctor wanted them to go to the hospital. Customer advised the insulin leaked through the top of the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.